Manufacturer narrative:
The insulin pump was unable to prime during prime test and it alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The device was received with minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, when she woke to the insulin pump alarming motor error during bolus. Customer's blood glucose was 84 mg/dl. Troubleshooting was performed. The alarm occurred during prime. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.